Manufacturer narrative:
Additional information in h6. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice automated pd sets with cassette was leaking from an unspecified location on the patient line. The patient was connected for peritoneal dialysis (pd) therapy at the time of these events. These events occurred during unspecified process steps during pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.